Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or partial display noted. However, the insulin pump received with black shadow on the display due to warped/uneven pcb on the lcd board. The insulin pump was received with normal operating currents and passed the unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly and partial display. Customer's blood glucose at time of incident was 130 mg/dl. The customer stated that the screen is full black. The customer stated that the insulin pump was exposed to extreme temperature. After the troubleshooting was done, customer was advised to discontinue use of the pump and revert to backup plan and the insulin pump will be replaced.